Event description:
It was reported that the patient was in ventricular fibrillation (vf) and passed out. Interrogation of the found the device had exhibited episodes of right ventricular over-sensing due to under-sensing. No changes were made, as the patient was in critical condition after experiencing a cardiac arrest unrelated to the device. The patient was unresponsive in the hospital. Unknown of the patient's current condition.